Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown exeter stem was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: on (B)(6) 2019 a revision of the left hemiarthroplasty to a total hip arthroplasty was performed for which no operative report is available. The event description states, ¿¿ on (B)(6) 2019 ¿ a breach of the femoral cortex ¿ at the time of surgery ¿ treated with dall-miles cable ¿ subsequently went on to fracture distal to the stem tip.¿ implant labels indicate four beaded dall-miles cable sets, a 58 tritanium hemispherical cluster shell, three screws, a restoration adm/mdm 28/42 x3 insert, a 48f mdm liner, a #1/44 exeter v-40 stem and a 28/0 v-40 head, and two units of palacos cement were utilized. In this elderly, osteopenic woman, revision of a cemented hemiarthroplasty after fourteen years in situ was complicated by an intraoperative breach of the femoral cortex, which was managed by a prophylactic dall-miles cable. Two months later after a fall she sustained a periprosthetic fracture distal to the stem tip, which was treated with a long-stem modular revision femoral component. There is no evidence this clinical picture was related to factors of implant design, manufacturing or materials. No examination of explanted components is available. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2019. On followup for pi numbers (B)(4) and (B)(4) (left hip revision and intra-op event during that revision), an operative report from a primary procedure on (B)(6) 2005 was provided indicating an exeter stem and unitrax bipolar head were implanted in the patient's left hip. On (B)(6) 2019, this hemi hip was converted to a total hip. An exam note reports "left total hip replacement on (B)(6) 2019...initially for revision of hemiarthroplasty..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2019. On followup for pi numbers (B)(4) (left hip revision and intra-op event during that revision), an operative report from a primary procedure on (B)(6) 2005 was provided indicating an exeter stem and unitrax bipolar head were implanted in the patient's left hip. On (B)(6) 2019, this hemi hip was converted to a total hip. An exam note reports "left total hip replacement (B)(6) 2019...initially for revision of hemiarthroplasty..."